Manufacturer narrative:
The t:slim g4 pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 291 mg/dl. The customer was unsure of the cause of the elevated bg level, as the customer had consumed over 160 grams of carbohydrates and noticed bg level elevating quickly. The customer delivered a bolus via the pump. During troubleshooting with tandem technical support, air bubbles were noted. Reportedly, the customer might not have primed all air from the tubing. The customer stated that the healthcare provider (hcp) had recently reduced the basal rate settings for the overnight time segment. On the evening of the call, the customer had cancelled the decrease in basal rate and adjusted back to the previous setting. A recommendation was made for the customer to consult with their hcp regarding pump settings.